Manufacturer narrative:
(B)(4) probe failed to transmit current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of the two devices used during the same procedure. Manufacture report # 3005099803-2016-02014 captures the first device. It was reported to boston scientific corporation that two injection gold probe¿ devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016 to treat bleeding ulcers. According to the complainant, during preparation, two injection gold probe¿ devices were tested prior to advancing into the scope; however, both devices failed to transmit current. The procedure was completed with a different device. There were no patient complications reported as a result to this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found no failures. An electrical load test was performed and the results were found to be within specification. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to the second of the two devices used during the same procedure. Manufacture report # 3005099803-2016-02014 captures the first device. It was reported to boston scientific corporation that two injection gold probe¿ devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016 to treat bleeding ulcers. According to the complainant, during preparation, two injection gold probe¿ devices were tested prior to advancing into the scope; however, both devices failed to transmit current. The procedure was completed with a different device. There were no patient complications reported as a result to this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.